Event description:
It was reported that when the programmer was booted up, the main screen would appear, as expected. When interrogating a device, or when the pacing system analyzer (psa) app was opening, the programmer software becomes hung up and rebooting is unable to resolve the issue. No adverse patient effects were reported. The programmer was planned to be returned for analysis/repair; however, at this time it remains with the distributor representative.

Manufacturer narrative:
The device was not returned for product analysis and remains with the distributor. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.